Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during the first firing of the stapler on the stomach, distal staples at the end of the reload did not close. The plastic tabs were not pushed and the distal suture did not released. The reinforcement strip had to be removed with shears. And the procedure was completed using a power handle. Post-operatively the patient had abdominal pain and the surgeon conducted a computed tomography scan and it was confirmed that there was no leak.